Event description:
Customer alleges that the cross brace is bent at the bolt by the chair, then broke at the seat on the wheelchair.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model prox4s, serial number/date code and age of product are unknown. The owner's manual part number 1125104 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer called stating that the seat cross brace, allegedly bent at the bolt, then allegedly broke. No injury alleged.